Event description:
Echocardiogram demonstrated one of the leaflets did not move at the closed position. Warfarin was used for anticoagulation therapy and the pt's inr was controlled between 2.5-2.8. The valve was explanted due to thrombus and replaced with another 27mtj-503. Thrombus with rich eosinophils was noted on the sewing cuff. The surgeon indicated the thrombus may have been caused by hypereosinophilic syndrome.